Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch: m52a88; manufacturing date: 02/05/2015; product exp. Date: 01/05/2020. Results: a batch record review was performed and no anomalies were found during the manufacturing process. Reviewed by (B)(4). Batch: m52c8l; manufacturing date: 02/04/2015; product exp. Date: 01/04/2020. Results: a batch record review was performed and no anomalies were found during the manufacturing process. Reviewed by (B)(4). The analysis results showed that four gst60g cartridge reloads were received. Cartridge m52c8l, gst60g was received fully fired and with the cartridge pan dislodged. Cartridge m52a88, gst60g was received fully fired and with the cartridge pan dislodged. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a robotic sleeve gastrectomy procedure, when two of the reloads were being removed from the device, the cartridge pan separated from the plastic and remained in the device. The pans were removed and the surgeon continued to use the device. This occurred on the fourth and fifth firings with the device. No patient consequences were reported.